Manufacturer narrative:
Patient weight was requested, but not provided by the site. Physician's email address has been requested, but not provided by the site. Device evaluation as follows: (B)(6) 2018: first 8 inches of shaft had buildup inside (likely biological material), making it feel crunchy. Biologics noted on blades. One of the blades was rounded. Outer jacket was not concentric with the distal band anymore (waviness and starting to separate). The outer sheath was slightly damaged just adjacent to the distal most band (appeared wrinkled). Handle was disassembled. Pin was observed resting in home position in far track. Internal handles were fairly clean and free of biological material. Constant force spring was in good condition, light wear. Rear trigger tabs were evenly worn. Rear strain relief and bushing were removed without resistance. Barrel far corner was broken off. Sleeve was proud of barrel in far track. Barrel rotated in sleeve easily. Home corner was also broken off. Sleeve was proud of barrel on home track. Tabs were in proper positions. Barrel passed drop test easily. No biologics observed in through-hole of barrel. Blades extended and retracted on actuation of drive shaft. Keys were in alignment. Reassembled device for actuation. Straight and slow actuations (rh) 10/10, every other pull had a noticeable increase of resistance in the middle. 10 slow curved (rh) 10/10. Slow curved (lh) 6/10, 4 noticeable catches at initiation of actuation. Straight and fast (rh) 10/10. Curved and fast (rh) 10/10. Curved and fast (lh) 1/10, other 9 were stuck in return path. Filled syringe and attempted to flush water through lumen of device. Significant amount of saline was leaking out at location of keys. Unable to flush through lumen. On 10/23/2018: further evaluation performed. A guidewire could not be passed through the lumen of the device. X-rays were taken and it was determined that there was an object occluding the device lumen. The lumen was dissected and two pieces of a cardiac lead were found inside. The cardiac lead was occluding the device lumen and preventing the flow of saline when flushed.

Event description:
A philips distributor reported that a cardiac lead management procedure to remove 2 right ventricular (rv) leads was performed, utilizing a spectranetics 11fr tightrail rotating dilator sheath 545-511. After attaching a suture and lead locking device (lld) to the lead, the tightrail was successfully advanced through the vessel, to the tip of the lead. The user experienced difficulty extracting the lead from the lumen of the tightrail device. The tightrail and lead were removed from the patient, but it was no longer possible to flush saline through the tightrail lumen. Therefore, a second tightrail device was used to extract the second lead. No harm to the patient occurred. Procedure was completed successfully with the second tightrail device.